Event description:
Analysis of the returned handheld was completed and it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged leads associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. During the analysis, it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No anomalies associated with the main battery were identified during the analysis.. No other anomalies were identified. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld computer's battery did not keep the charge long enough once it was unplugged from the outlet. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. The suspect handheld computer was received by the manufacturer. Analysis is underway but it has not been completed to date.